Manufacturer narrative:
Used (B)(6) 2018 as event date as there was no date provided.

Event description:
It was reported that balloon rupture occurred. A 18-4/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during inflation at 4 atmospheres, the balloon ruptured. No patient complications were reported.